Manufacturer narrative:
(B)(6). Exemption number, e2014005. (B)(4). This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "large volumes remaining at end of infusions. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: no. Medical intervention needed: no".